Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the front case overlay was found to be scratched, the rear case and base enclosures were found to be damaged, the warning label was found to be peeling, the handle was found to be damaged, and the handle o-ring was found to be missing. All necessary parts were replaced. None of these issues are considered reportable issues, but after repair of device was completed, the device failed the positive flow verification test step during testing. The device was recalibrated to address the test fail issue.